Event description:
The patient received her scs system on (B)(6) 2006. Reportedly, the patient experienced overstimulation at the ipg site. The ipg was explanted on (B)(6) 2008 and returned to ans for analysis. No additional events have been reported since the ipg was explanted.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed autotesting due to pcb component issue. A test charger would not recognize the ipg. The alleged overstimulation issue was not duplicated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.